Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system stopped working halfway through the procedure. A replacement unit and cable were used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 158 mg/dl (advantage) and 61 mg/dl (professional meter), or, 147 mg/dl (advantage) and 61 mg/dl (professional meter) customer stated two different sets of readings for the same incident. Reporting both sets of readings. Customer is hypoglycemic unaware adn could not feel any low blood glucose symptoms and went to the medical center at work. Customer was treated with glucose gel. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.